Event description:
(B)(4) . Severe stomach pain, vomiting, extreme dry skin, excessive bleeding during periods, depression, mood swings, gallbladder removal, gallstones, hip and back pain , weight gain, fatigue.